Event description:
Event was reported to (B)(4) by an attorney. Legal complaint states that the patient has suffered injuries in an amount to be proven at trial. No further information has been provided.